Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) for a promus premier 3.5x38 mm device was returned for analysis. A visual examination of the crimped stent found that a stent strut from the centre of the stent was damaged and raised outwards distally from the balloon. This type of damage is consistent with the stent encountering resistance during withdrawal from the guide catheter; however no information is available to suggest that the device was used in a procedure. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on 22-dec-2015. A 38x3.50mm promus premier drug-eluting stent was received with no known device issue. However, returned device analysis revealed stent damage.